Event description:
The reporter stated a cc4204a collamer aspheric single piece lens was not implanted, hole in the haptic, no pt contact. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B) (4) (hole in haptic), (B) (4).